Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the implanting procedure on (B)(6) 2019, the patient developed a hematoma at the ipg site. The physician took the patient back into the operating room and drained the site. The hematoma is resolved.